Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Patient was revised due to a broken plate.

Manufacturer narrative:
The reported incident that wrist fusion plate short bend variax2 123mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed since the x-rays provided matched the reported failure. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overloading of the plate due to delayed union of the bone. The clinical expert evaluation revealed that the x-rays show correct fusion of the wrist with good alignment and correct positioning of the hardware. Approx. 10 weeks after surgery, it would be expected at least partial consolidation, but the great displacement of the broken hardware indicates that there is no intrinsic stability, which indicates an imminent delayed union. Furthermore, there is advanced arteriosclerosis of all arteries, which may cause significant blood flow disorder of the hand that may affect bone healing. Note, as stated in the IFU v15013: post-operative: post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. [¿] adverse effects: in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: delayed union or non-union of the fracture site. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.'' [Original statement(s)]. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient was revised due to a broken plate.